Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the image flipped upside down after the endoscope was removed to clean it and reengaged onto the arm. Customer couldn't get the image orientation back to the correct spot. When the customer contacted the technical support engineer (tse) for assistance they stated that the endoscope was working fine and then when they took it out to clean it and reengaged the scope onto the arm, the image was now flipped upside down and they couldn't get the image orientation back to the correct spot. Tse walked customer through the following troubleshooting steps: remove scope from arm. Rotate endoscope base until the correct orientation (30 up or 30 down) is displayed on the screen. Press the clutch button on the arm that was holding the endoscope (to cancel guided scope change), reinstall the endoscope onto the arm. Customer confirmed that after following these steps the image was in the correct orientation. Tse noted error 23003 in the logs indicating a potential issue with the endoscope bearings, the procedure was completed robotically with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer removed the scope, rotated the endoscope base to the correct orientation and pressed the clutch button. The scope was reinstalled to resolve the image orientation issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.